Event description:
It was reported that the left ventricular (lv) lead dislodged one day after implant. During lead testing thresholds, loss of capture, and an x-ray confirmed the device had dislodged. A revision procedure was required to explant the lv lead and a new one was implanted successfully. There were no adverse patient effect reported.